Manufacturer narrative:
Citadel bed frame system instructions for use (IFU, 830.213 rev.13) include below information about patient fall risk: ¿to minimize risk of falls or injury, the bed should always be in lowest practical position when the patient is unattended.¿ ¿caregiver should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release the side rails) in case of fire or other emergency.¿ according to the facility, one safety side was up and the other was down. According to the facility statement, the patient, who was sitting on the bed during the incident, was very active and, as a result of this activity, fell off the bed. There was no equipment malfunction, and there is no relationship between the device and the fall. There was no device malfunction that could contributed to the fall found. The exact cause of the reported fall was the action of the user due to their condition during usage of the device. Arjo device did not fail the specification. The device was in use for the patient treatment when the event occurred. The complaint decided to be reportable due to allegation of the patient fall. UDI number is not available; the device was manufactured before UDI implementation. The device is distributed outside the us and no gudid information exists.

Event description:
It was claimed that the patient slipped out of the bed platform while sitting on the edge of the bed with their feet on the floor. No injury was sustained. The customer claimed that one side rail was up and the other one was down on the same site. According to the facility the patient is very active and during sitting, they slipped from the bed.